Event description:
The lumbar drain snapped at the skin level during removal of the drain.

Event description:
The lumbar drain snapped at the skin level during removal of the drain.

Manufacturer narrative:
The following elements have blank data.